Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, when the sensor was connected to the transmitter it didn't blink. Customer attempted to connect the sensor and ended up removing the sensor. Customer then noticed the sensor didn't have a cannula and is worried the piece might be inside her body. Customer was advised to monitor the area and is returning the sensor for analysis.